Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator delivered inappropriate shock and anti-tachycardia pacing. The therapy occurred after the ventricular pace fell into the device's blanking period triggering pacemaker mediated tachycardia. Programming changes were completed. The patient was asymptomatic and stable.